Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2019-60839.

Event description:
The patient had resumed sexual activities, and reported that at 42 days since convective radiofrequency water vapor thermal therapy procedure, symptom of erectile dysfunction have worsened. The symptom is still ongoing and no treatment has been administered. The investigator assessment of the patient symptom of worsening erectile dysfunction was assessed as possible related to the procedure and unlikely related to the device. This report is for worsening erectile dysfunction.

Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2019-60839 event description updated to reflect device relationship from unlikely to not related. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient had resumed sexual activities, and reported that at 42 days since convective radiofrequency water vapor thermal therapy procedure, symptom of erectile dysfunction have worsened. The symptom is still ongoing and no treatment has been administered. The investigator assessment of the patient symptom of worsening erectile dysfunction was assessed as possible related to the procedure and not related to the device. This report is for worsening erectile dysfunction.